Event description:
It was reported that upon interrogation, it was noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message. The s-ICD was explanted and replaced. No additional adverse patient effects were reported.